Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 270 mg/dl. Reportedly, elevated bg levels are due to the customer taking steroids. Customer delivered a bolus to bring bg levels back to target range. Recommendation was made to discuss diabetes management with customer's health care professional.